Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the power motor relay board was defective and was placed on order. Due to the age of the system and the availability of parts the board is on back order as of the writing of this report. No further problems anticipated following replacement. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system reported an error with the stator and there was a burning smell with some smoke. There was no adverse patient involvement reported. There was no patient information reported.